Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer was experiencing extreme lows and highs from 50 to 500 mg/dl. The customer was at 127 mg/dl at the time of the call. The customer used food and glucose tablets for the lows and shots to treat the highs. The customer experienced high symptoms such as nausea, stomach ache, and disorientation. On (B)(6) 2017 the customer had blood glucose of 400 mg/dl at the time of the incident. The customer woke up the next day with a 53 mg/dl level. The customer feels the pump over delivers at night and sometimes stops delivering and then starts again. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for both the highs and lows. The customer also reported air bubbles in the tubing. The insulin pump will be returned for analysis.